Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported d10w was initiated as a primary infusion. Prior to an IV push, the ports are cleaned with 3m soluprep wipes. The nurse administrated ampicillin IV push through distal port and noted fluid was leaking from the port and blood backing up in the IV line. There was no report of patient harm.